Manufacturer narrative:
Insulin pump was received with a compromised forced sensor error alarm during basic occlusion test due to faulty forced sensor resistor. All the buttons functioned properly and no moisture damage on keypad traces, electronic assembly or motor noted. Unit had cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported via phone call that insulin pump was exposed to moisture due to customer putting insulin pump in his back pack during practive and water spilled from water bottle onto insulin pump. It was reported that as a result, there was moisture under display screen. Customer was able to administer a bolus shot. Customer's blood glucose was 56 mg/dl. Customer was advised that insulin pump would need to be replaced.